Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of needle retraction failure was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that catheter did not safety leaving. Catheter did not safety leaving an exposed needle to staff.